Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The inner tubing of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds, high pacing impedance, inappropriate oversensing of vt events, high count of short intervals, and insulation damage as when the pocket was opened it was observed that a suture was through the insulation. A lead fracture and subclavian crush was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.